Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staple half deployed, then could not continue. The procedure was converted to opened patient and they suture the tissue to prevent permanent impairment to a body function. They replaced another staple to continue.